Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and troubleshot for electrical issues, metered the power supply and solenoid driver board, checked all possible connectors and possible "pinched" wiring and found no issues. The fse performed the preventative maintenance (pm) and allowed the pump to operate through the night until the customer arrived in the morning and confirmed that the pump was still functional. The iabp passed all tests to factory specifications and cleared for clinical use. The full name of the event site is (B)(6).

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) powered off with no alarm. The iabp was on ac power. The customer rebooted the unit and it continued to run for several minutes before shutting down again twice. The customer swapped to another iabp unit to continue therapy and the 1st unit was sent to the biomedical dept. There was no patient harm or adverse event reported.